Event description:
It was reported that the patient's right ventricular lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.